Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted devices were discarded by the medical facility. Additional information was received that the reason for explant was due to the patient not getting pain relief.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch:7073230 / 7080118.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted devices were discarded by the medical facility.